Event description:
It was reported by the facility that the catheter, 'adheres to the tissue causing painful removal and tissue damage' resulting in another catheter being reinserted.

Manufacturer narrative:
It was reported by the facility that the catheter, 'adheres to the tissue causing painful removal and tissue damage' resulting in another catheter being reinserted. According to the facility the catheter was placed on (B)(6) 2022 and was required for acute care. Per the facility the catheter was inserted in the patient less than 30 minutes. During routine catheter removal the catheter balloon was deflated but 'adhered to the inside of the patient's anatomy'. According to the facility there was no previous patient history of urinary tract infection but upon removal there was noted bleeding from the urethra and urinary retention noted which led to another catheter being reinserted. No additional patient injury or medical intervention reported. The patient was discharged from the facility on (B)(6) 2022. The sample was not returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.